Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: the reported complaint incident for broken filling port was not confirmed. Visual examination of the unit found no evidence of damage or defect on the fillport. However, a broken tip of the filling syringe was found stuck inside of the fillport. The filling syringe was not returned with the unit for evaluation. The broken syringe tip inside the fillport did not occur at the manufacturing plant. The fillport luer of the device is the portion needed for the device to connect the device to the tester for testing during the manufacturing process. A batch review was conducted which found no nonconformance.

Event description:
Baxter (B)(4) received a report that one (1) infusor device reportedly was observed with a broken filling port during filling. There was no patient involvement and no patient injury and medical intervention. No additional information is available.